Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the reported failure. The e-100 was installed into the test system and failed. The power led turned red and the bipolar led was not on. The unit could not perform cutting or sealing. Upon visual inspection, the unit was in good condition. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a spare erbe generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the clinical sales representative (csr) observed that the e-100 generator was not working. When the customer tried to use the vessel sealer extend (vse), the e-100 flashed a yellow led. Prior to calling, the csr tried multiple attempts but the surgeon elected to continue the procedure using a erbe generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) informed that the system functionality was checked upon powering on the system but e-100 powered on with errors. The e-100 had not worked the prior week when using synchroseal. The csr stated the vessel sealer extend (vse) did not work on (B)(6) 2022 as it would not start the seal cycle with the e-100. The customer continued by using the erbe. The e-100 did not work at all during the procedure. The procedure was completed robotically. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.